Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from germany, it was a case of an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. 4 years and 9 months after the implant, the patient presented with nhya class iii and general deterioration due to valve degeneration with increased gradients (34 mmhg gradient with 0.6 ava). The valve was surgically explanted and a new surgical valve was successfully implanted. As per evaluation of the provided imagery, the valve showed very calcific/degenerative aortic valve prosthesis with significant stenosis (ava 0.6 cm2).

Manufacturer narrative:
A supplemental MDR is being submitted due to evaluation findings. Sections b4, g3, g6, h2 and h11 has been updated. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). Imagery was provided and revealed a calcified/degenerative aortic valve prosthesis with significant stenosis (ava 0.6cm2) noted on 2d echocardiogram. The complaint for svd calcification was confirmed based on the evaluation of the provided imagery. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.